Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor current error detected. The customer's blood glucose level was unknown at the time of incident. The customer was advised the insulin pump has to be replaced and revert to backup plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
During motor rewind, device returned a motor current error detected error. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion tests due to the motor current error detected error. Per visual inspection there were no signs of moisture damage within the unit especially on the home motor switch. The problem seems to be isolated to the electronics since the motor was tested outside the unit and it passed.